Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of lead damage. Further, no problem detected was selected based on analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this brady lead was not successfully implanted due to lead damaged. A new lead was implanted. No adverse patient effects were reported. The product was returned for analysis. Lead analysis determined that the device met specification and did not confirm the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to lead damaged. A new lead was implanted. No adverse patient effects were reported.